Event description:
The patient had a pump pocket infection. On (B)(6) 2015, the patient had a pinhole leaking serious fluid at the pump pocket. A 3-0 nylon suture was placed using the mattress technique. On (B)(6) 2015, the patient had developed 2 new pinpoint holes. A 3-0 nylon suture was placed using the mattress technique again. On (B)(6) 2015, the incision was well approximated without redness or drainage. The outcome was reported as ¿resolved without sequela¿ with a resolved date of (B)(6) 2015. The event was noted to be related to the device or therapy and related to the implant procedure. The severity of the event was noted to be moderate. The device system was delivering lioresal.

Manufacturer narrative:
Concomitant product: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider via ispr indicating that the pump pocket incision was leaking fluid. The interventions that were previously reported as a 3-0 nylon suture was placed using the mattress technique on (B)(6) 2015 and on (B)(6) 2015, were clarified as medical or non-surgical therapy interventions.